Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the image processor, the display adapter and the cine bridge printed circuit board over three service visits. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's image flickered cine usage. No patient injury was reported.